Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used intrepid plus fluidics management system was visually inspected. The fluidics management system was functionally tested on an console. The sample failed to prime and generated a system message code. Less fluid flowed from the balanced salt solution bottle to the cassette. The sample passed priming and tuning with an ultrasonic handpiece. No message code, no fluid or air leaks, and no cracks on the luers were found. The irrigation and aspiration flow rates were within specification. Fluid flowed from the balanced salt solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion was found in all manifolds. The returned drip chamber was then connected back to the sample to check for priming and fluid flow. The same failure mode occurred. The detected drip chamber prevented fluid to flow to the cassette, thus the sample failed to prime. The root cause of the customer's complaint is related to the returned drip chamber which would have been caused due to an error during the suppliers manufacturing process. The supplier will be notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that abnormal noise was heard from around the drain bag joint of the pack during surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm and procedure type was unknown.